Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 150 mg/dl.